Event description:
Revision surgery required as a securfit stem implanted in (B)(6) 2012 was loose on x-ray and patient in severe discomfort. Stem was removed and a primary stem implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a loose femoral stem involving a securfit max stem was reported. The event was confirmed. The returned stem had some bony ongrowth on the anterior medial portion of the proximal fixation area. The trunnion showed signs of assembly with the associated femoral head. No evidence of impingement with the acetabular cup was noted. No discrepancies were noted. Medical records received and evaluation: the provided records were reviewed by a consulting clinician who indicated "based on clinical and radiological findings, the most probable failure scenario for this case has been an adverse mix of procedure-related factors regarding femoral component size [...] No evidence for the presence of either patient-related or device-related factors." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Review of the provided records by a consulting clinician indicated: "based on clinical and radiological findings, the most probable failure scenario for this case has been an adverse mix of procedure-related factors regarding femoral component size [...] No evidence for the presence of either patient-related or device-related factors". The root cause is determined to be use of an undersized femoral stem at initial implantation.

Event description:
Revision surgery required as a securfit stem implanted in (B)(6) 2012 was loose on x-ray and patient in severe discomfort. Stem was removed and a primary stem implanted.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.